Event description:
It was reported that the pump of this inflatable penile prosthesis was not working. The pump was removed, and it functioned fine outside the body. The physician suspected kinked tubing or tissue healed over pump which did not allow fluid to pass. The pump was replaced. No patient complications were reported.